Manufacturer narrative:
Event site postal code: (B)(6). Additional contact information: (B)(6). The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm). Fse replaced the drive manifold and safety disc to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit has leaks in valve package k6,k7,k8. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.